Manufacturer narrative:
One partial bottle of multistix 10sg reagent lot 410098 was submitted to siemens technical operations team for investigation -- a total of thirty six (36) strips. The submitted reagent strips showed no obvious visible damage or degradation. The bottle arrived tightly capped and containing the expected desiccant packet. No damage was visible to either bottle or cap. Siemens technical operation team investigated customer returned strips. The customer observation of false negative pro results from multistix 10sg reagent lot 410098 tested using a status instrument, as reported in the complaint, was not reproduced. The analyzer and strips are performing as intended.

Event description:
Customer reported false negative protein result on the analyzer. There was no report of injury due to this event.